Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
End-user alleges that new out of box pad-pak-01 does not work when placed in a known working samaritan pad unit. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 8th october 2008. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the 10th november 2008 and performed to specification up to the 29th november 2009. On the 6th december 2009, the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 11th january 2010, when the device software was upgraded from 2.0.2 to 2.0.6 and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the 25th september 2011. On the 2nd october 2011, the device failed the weekly auto self-test due to a low battery. Additional low battery fails were recorded on the 19th october 2011. On the 26th october 2011, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device passed all subsequent weekly auto self-tests up to the last log entry on the 11th february 2018. During the above period, information from the history log shows an increase in voltage on the 14th january 2018 which suggests a further pad-pak was installed. No further log entries were recorded. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status indicator continued to flash green. The device was disassembled to investigate. After further investigation it was found that there was no fault found with the returned sam pad device. This device was requested to be returned following the return of a pad-pak with a blown fuse, investigated under pr 1706978, in order to rule out a fault with the device. The returned sam pad device performed to specification throughout testing at heartsine, and there was no evidence found of the device blowing pad-pak fuses. Therefore, it is concluded that the blown fuse found in the pad-pak returned under pr 1706978, was most likely due to a handling issue, resulting in an accidental shorting between the battery terminals. The returned sam 300p is outside its warranty period and will be scrapped.

Event description:
End-user alleges that new out of box pad-pak-01 does not work when placed in a known working samaritan pad unit. No patient involved.